Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger sl balloon catheter with the balloon protector. The balloon protector was covering the proximal 15 mm of the balloon. The distal end of the balloon protector was damaged. There was blood between the balloon protector and the balloon. The device was unable to be functional tested due to the unsuccessful removal of the balloon protector from the balloon/catheter. There was no other damage to the device. The most probable root cause is considered user related. The dfu states ¿remove the balloon protector by grasping the catheter just proximal to the balloon (at the proximal balloon catheter bond site). With the other hand, gently grasp the distal section of the balloon protector and remove distally." (B)(4).

Event description:
It was further reported that no additional scans have been done. The physician will see the patient at a later date and decided after if a scan, doppler or something else will be necessary.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07731. It was reported that a portion of the device that is intended to be removed during preparation was advanced into the patient's body. The target lesion was located below the knee. It was a difficult case. A 3.00mm x 150mm ranger sl and a 3.00mm x 80mm 150cm ranger sl were prepared by a technologist and when physician advanced the balloons he remarked they were difficult to navigate and there was difficulty crossing the superficial femoral artery. The balloons failed to inflate and were removed from the patient. It was then noted that the technologist forgot to pull out the "protection tubes" above the paclitaxel. It took two devices to understand what was happening. The procedure was completed with another of the same device. The balloon protector wasn't found for 3 x 80mm device after the procedure. The physician plans to scan the patient within 10 days to confirm nothing was left inside the patient. There were no patient complications and the patient status is good. This product is only ous approved but is similar to an approved us device.